Event description:
It was reported that the patient has been diagnosed with vocal cord paralysis since vns implant. The patient¿s last generator replacement was 2017 and the lead has not been replaced since 2004. The patient has been referred to ent for further evaluation and testing. The patient¿s nurse was contacted and she stated that the patient's device was turned off and she went back for ent evaluation. From that assessment there was no change from the last assessment in that there was still left vocal cord paralysis that they believe is possibly due to the placement on the vagus nerve. She was asked if what the physician's assessment was and she stated that the patient believes that the paralysis was due to her replacement surgery in 2017. The nurse did not indicate an assessment from the neuro for a believed cause as they did not seem to have one. She noted that the last known diagnostics were all normal with no issues. No additional information was able to be provided.